Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly breakage/splintering of the liner (rim splintred, ceramic particles within the tissue). X-ray before surgery showed ceramic particles near femoral neck. The patient was revised primarily due to a late low-grade infection (staph. Caprae), not due to the ceramic breakage. Intraoperatively, ceramic insert showed small lesion on rim at three places. Some ceramic particles removed during explantation. Cup and stem were well fixed in bone. Metalback damaged during explantation. Bfarm case number: (B)(6).